Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that device will not oscillate during use on a patient on the 3100 a ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician confirmed unit not passing checks on arrival with customer setup. Not pressurizing. Bypassed blender and humidifier and attached my circuit, unit now passing pre checks. Regulators, filters, and driver replaced. Power supply checked. Pressure transducer calibrated. Pneumatics functions checked/adjusted. Alarm functions checked. Driver displacement indicator calibration complete. Driver controller board/pulse width modulator adjustments complete. Final tests/checks pass. Unit operates to manufacturer specification. Retried customer circuit with blender and humidifier, also passes". Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.